Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The distal conductor was flattened. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the distal segment returned with a lead removal wire in the distal conductor. There is a fracture on the proximal conductor in vivo at 27.2 cm. There is a fracture on the svc conductor in vivo at 27.2 cm. The outer insulation is breached in vivo at 27.2 cm, bilumen tubing void. There is distorted (flattened) distal conductors at 40.2 cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has had higher pacing thresholds since implant and the thresholds were frequently high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received an inappropriate shock due to oversensing/noise. Reprogramming was performed. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.